Manufacturer narrative:
The device involved in the event was not returned. A reproducibility test (such as a tensile strength test) was performed using a stored sample with the lot numbers listed below that had the possibility to be the same lot number as that involved in this event. Also, the investigation was conducted by reviewing the records of the manufacturing processes of the IV catheter with the lot numbers listed below, and it was confirmed that there were no manufacturing processes that caused or contributed to the event, and there were no manufacturing records of visual inspections that showed the cause of or contribution to the event. Judging from this examination, a possible cause of this fracture is that the tip of the inner needle came into contact with the catheter portion and was damaged when the inner needle was reinserted into the outer needle. This resulted in a decrease in tensile strength of the catheter and it fractured. Lot#: 24c05s5, 24e02s6 and 24g18s4.

Event description:
On (B)(6) 2024, at a hospital in canada, it was reported that supercath5 safety i.v. Catheter was fractured when the tip of the inner needle came into contact with the catheter part when placing the outer needle. The fractured portion was surgically removed from the patient's body. There was no reported patient injury as a result of this event.